Manufacturer narrative:
It was reported to abbott, a patient¿s ipg was inoperable. The patient and rep could not connect with it using a patient controller or clinician programmer. Per the follow up details, it was reported the patient forgot to charge the device. Surgical intervention was taken where it was discovered the implanted octrode lead had high impedances. The physician cut the lead accidentally close to the epidural entrance, so it slipped into the epidural space and remains there. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. DHR review has determined that manufacturing completed all steps correctly and there were no errors in the production of the product. Prior to release, all released units were conforming to all applicable acceptance criteria for each level build. Based on the DHR review performed, there is no indication there is an escape from manufacturing and therefore the complaint cannot be confirmed to be an arecibo neuromodulation manufacturing related event.

Event description:
Related manufacturer reference number: 1627487-2023-05106, 3006705815-2023-06950. It was reported the patient did not recharge their ipg as recommended. As such, the ipg became inoperable and was explanted and replaced on (B)(6) 2023. After the ipg was explanted, high impedances were found on the lead. During the lead replacement the physician accidentally cut the lead with high impedances to close to the epidural entrance, so it slipped into the epidural space and the tip of the lead remains in the patient. Therapy was restored.

Manufacturer narrative:
E1 reporter phone number: (B)(6).